Event description:
It was reported that one week after a pph procedure, the patient returned to the hospital for delayed bleeding. The patient was hospitalized due to this issue. No further information given regarding patient status.